Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC for evaluation. The catheter contained obvious signs of use in the form of biological material. Adhesive residue was detected on the extension lines, juncture hub, and catheter body. Visual examination of the catheter did not reveal any defects or anomalies. The catheter was initially flushed using a lab inventory syringe to ensure there were no blockages. The catheter distal tip was then occluded and both extension lines were pressurized using a water-filled lab inventory syringe. No leaks were detected. The catheter was connected to the leak tester and the pressure was increased to 300 kpa for 30 seconds. No leaks were detected from any region of the catheter. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi), to reduce the risk of intraluminal leakage or catheter rupture. " the customer report of a catheter leak could not be confirmed by complaint investigation of the returned sample. The catheter passed all relevant visual and functional testing, and a device history record review was performed with no relevant findings. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Catheter originally placed on 1/18/19. Patient came into outpatient infusion center for tpn and nurse saw leaking at the insertion site. The dressing became saturated, then requested for the line to be replaced. Unsure if hole in catheter below junction hub or infiltration occurred. Line replaced 5/10/19.

Manufacturer narrative:
(B)(4).

Event description:
Catheter originally placed on (B)(6) 2019. Patient came into outpatient infusion center for tpn and nurse saw leaking at the insertion site. The dressing became saturated, then requested for the line to be replaced. Unsure if hole in catheter below junction hub or infiltration occurred. Line replaced (B)(6) 2019.